Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving unknown baclofen of an unknown concentration and dose via an implantable infusion pump for intractable spasticity. It was reported by the hcp that a motor stall was seen on the patient's pump at initial interrogation. The patient had recently had an MRI at 9:00 and the motor stall had not recovered by 12:00 noon per the clinician programmer. There was no current pump audible alarm heard per the hcp. The hcp was instructed to telemetry the pump again for the even logs. The date/time was off on the clinician programmer so it was updated with the correct time. Per the event logs the motor stall occurred at 20:14 and recovered at 23:45, but it actually occurred today per the hcp. The MRI was not done due to a suspected problem with the manufacturer's device or therapy. No medical symptoms were reported.